Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Post op cxr done on (B)(6) 2019 showed that the atrial lead had dropped. On (B)(6) 2019 lead testing values within normal limits. Shortly after it was noticed that the lead dislodged again. Physician then placed lead on lateral wall with no capture noted. Finally, lead was placed in atrial appendage. The lead remains actively implanted.